Event description:
An infusion set completely separate from the luer lock during the night and he woke up with a blood glucose level of 17 mmo1/l. The patient injected 5 units of insulin to bring his blood sugars down.